Event description:
The customer reported to olympus, flex deflectable videoscope had sandstorm appears on the screen. The issue was found at preparation for use. The therapeutic procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found damage to the charged coupled device results into scope communication error (b30), due to breakage of circuit board no scope ID data was generated. Further, adhesive around the objective lens was peeled. Additionally, deterioration in the bending section cover's adhesive was observed in form of a chip due to physical/chemical stress. Video connector is broken due to physical stress caused by drops and hits. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon 1 "error code b30 (scope communication error)" and phenomenon 2 "loss of scope ID information" were caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.